Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4) this event resulted in pain, and required surgical intervention to remove the broken plate. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, product was not returned and lot number not provided, an investigation could not be performed.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had an emergency explant of a broken plate (B)(6) 2016 and revised with 2.4 variable 2 column plate and a 10 hole 3.5 locking compression plate (lcp). The patient went to the doctor&#62688;office with complaints of pain. It was discovered the patient&#62688;distal radius plate was broken in two pieces. It was reported there was no re-fracture and the bone had not healed. The patient was initially implanted with a 2.4 mm lcp plate (B)(6) 2016 due to a fractured radius. There was no surgical delay or fragment and the procedure was completed successfully. The patient outcome not available. The part will not be returned. No additional information available. This complaint involves 1 device. This report is 1 of 1 for (B)(4).